Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
An intellamap orion imaging catheter was selected for use. While opening the orion catheter, the catheter jumped out of the packaging thus causing it to come in contact with a non-sterile tech, outside of the patient. The procedure was completed with another of the same catheter. No complications were reported and there was no harm to the patient.